Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 8fr. Device. The device deployed well without incident. The physician used a one handed technique to tie the knot. While advancing the green strand of suture, the strand broke and the knot pusher advanced forward into the arterial wall causing a loss of hemostasis. The cardiologist opted for surgical repair of the arterial tear due to anit-coagulation therapy received by the pt. The pt was taken to surgey and recovered without incident. The vascular surgeon confirmed that the size and shape of the arterial rupture was compatible with the size and shape of the knot pusher.